Event description:
It was reported to medtronic minimed that the customer reported crack in pump case. The customer reported no adverse event. The event involved product(s) mmt-1712kl. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a partially broken off retainer ring, cracked case at the battery tube side and cracked case at corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay, missing reservoir tube o-ring and dog chew marks at the reservoir compartment/retainer ring. Cosmetic damage was confirmed at the retainer ring and at the back of the pump. Damage-retainer ring damage confirmed (found damage at the retainer ring during visual inspection). Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.